Manufacturer narrative:
Reference reports: 1221359-2021-00780 through 1221359-2021-00782, 1221359-2021-00772, 1221359-2021-00773, and 1221359-2021-00776 the investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates and lot numbers. This MFR. Report seven (7) of seven (7). This report represents lot number 1019819 which was found during the investigative logfile review. Additional information was not provided by the customer.

Manufacturer narrative:
Additional information: investigation narrative (h10). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1019819 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot 1019819 , test base part number 190-430 / lot 1019819 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1019819 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however it could be related to o the specific patient sample or cross contamination.